Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to call back if any malfunction code appeared again.